Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately low compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining a blood glucose reading of 120mg/dl on the subject meter and 140mg/dl on a laboratory device, obtained within 30 minutes of each other. Based on statistical methodology these readings fall within lifescan's criteria for accuracy. The patient was unable/unwilling to answer questions regarding their usual diabetes management regimen. The patient reported developing symptoms of "headache, frequent urination and shaking" two days later. The patient reported receiving treatment for these symptoms but was unable/unwilling to provide further details. At the time of troubleshooting the cca confirmed that the patient did not consume any food or take any medication in between the reported inaccurate readings. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hyperglycemia after the alleged issue began.